Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The dealer states the device is fraying where the steel rods are. She says they have not washed in bleach or used hot dryers. MDR filed.